Event description:
The patient experienced a loss of therapeutic effect and stimulation in the wrong location. She had aching stimulation at the neurostimulator and leg/hip connection. Her symptoms started following an exercise class using dumbbells. Her stimulation has been off for 2 weeks. Additional information has been requested.

Manufacturer narrative:
(B) (4).